Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced two infusion sets cannula crimped events on (B)(6) 2024. The event occurred within three hours of insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.